Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to his incontinence started to become again. The non-functioning aus was implanted in (B)(6) 2020 and was explanted during this surgery. The physician found that the cuff had eroded. No more information available at the moment.

Manufacturer narrative:
Field change: e1. Initial reporter facility name included. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 800 device was visually inspected and microscopically examined. The returned cuff measured 4.0 cm. A leakage test was performed, and a pinhole was found in the cuff shell. Further examination determined the damage was consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was unable to be functionally tested because the original pressure of the balloon is not known. However, the pump was functionally tested. The pump performed within product specifications. Product analysis confirmed a device malfunction with the cuff component. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to his incontinence started to become again. The non-functioning aus was implanted in (B)(6) 2020 and was explanted during this surgery. The physician found that the cuff had eroded. No more information available at the moment.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 800 device was visually inspected and microscopically examined. The returned cuff measured 4.0 cm. A leakage test was performed, and a pinhole was found in the cuff shell. Further examination determined the damage was consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The balloon was unable to be functionally tested because the original pressure of the balloon is not known. However, the pump was functionally tested. The pump performed within product specifications. Product analysis confirmed a device malfunction with the cuff component. This damage would affect the functionality of the device and would therefore be the most probable cause for the reported events. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to his incontinence started to become again. The non-functioning aus was implanted in (B)(6) 2020 and was explanted during this surgery. The physician found that the cuff had eroded. No more information available at the moment.